Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that after undoing adjustment of its sensor, the pump issued a "no message" alarm. Medication was not able to be given to the patient. The cassette was replaced and the alarm stopped. No injury was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted that there were multiple "battery depleted" and "battery low" messages. Functional testing included use testing. No alarm was detected when the customer's pump was fully powered up with a new set of batteries. Based on the evidence, the complaint was unable to be confirmed.